Manufacturer narrative:
Device evaluation: a correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients weight was not provided. (B)(4). Approximate age of device - 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed a driveline infection after falling into a lake. The patient was hospitalized from (B)(6) 2016. Blood cultures were taken and remained negative on day 5. Broad spectrum antibiotics were initiated due to the exposure of the driveline exit site to lake water. The patient was readmitted on (B)(6) 2016. The patient had soft tissue and skin infection as evidenced by redness and drainage around the driveline site. An incision and drainage was performed and a wound vac was placed. The culture was positive for serratia marcescens and proteus species. The patient would be kept on chronic antibiotics. The patient was discharged from the hospital on (B)(6) 2017.